Event description:
Subsequently, after the initial was filed it was confirmed the procedure was to treat a right coronary artery (rca). The unspecified xience stents was implanted on (B)(6) 2021 without issue. On (B)(6) 2022, the patient present with st elevation myocardial infarction (stemi) with thrombosis in the mid rca. The xience sierra stent implanted in the mid rca was noted to be completely fractured. A second xience sierra stent in the distal posterior atrioventricular (pav) segment was noted to be partially fractured. Additional stents were placed. There was no adverse patient sequela and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the electronic lot history record (elhr) and similar incident query for this product was not performed because the part and lot numbers were not reported and the product was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported stent break; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The stent remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The UDI number is not known as the part and lot number were not provided. The additional xience sierra device is filed under separate medwatch report number.

Event description:
It was reported that the procedure was to treat a right coronary artery (rca). The unspecified xience stents was implanted on (B)(6) 2021 without issue. On (B)(6) 2022, the patient present with st elevation myocardial infarction (stemi) with thrombosis in the mid rca. The xience sierra stent implanted in the mid rca was noted to be completely fractured. A second xience sierra stent in the distal posterior atrioventricular (pav) segment was noted to be partially fractured. Additional stents were placed. There was no adverse patient sequela and no clinically significant delay. No additional information was provided.